Event description:
The international customer reported the unit allegedly started to change settings while in use on a patient. The customer reported that the ventilator started to change settings independently and the patient desaturated. The customer reported the problem was intermittent. The ventilator was replaced and the patient's vital signs were closely observed, the patient's oxygen saturation improved and the patient recovered. The device was removed to clinical engineering for evaluation of the event. Manufacturer's service is responding and evaluation is pending.

Event description:
The senior charge nurse reported the following: the event occurred on (B)(6) at 1430. The ventilator mode was s/t. The patient's nurse reported the seeing the patient's oxygen saturation decrease. She reported the ventilator screen was flickering and the ipap/epap setting values were observed to be changing on the screen. The device was removed from use and the senior charge nurse reported he was able to duplicate the reported ventilator event. The device is out of warranty and is awaiting service by hospital clinical engineering.

Event description:
The device was serviced by the manufacturers service technician. The service technician was unable to duplicate the reported problem. The service technician reported connectors between the power management pcb board and gui were checked and all were correctly seated. During evaluation and testing, the service technician reported the device nav ring was not working and there was physical damage to the bezel. The service technician replaced the nav ring (rotary adjustment assembly) and front bezel assembly to address the findings. Applicable final testing was completed and passed to specifications. Factory analysis of the nav ring noted signs of external foreign debris and contamination, and found the rotary adjustment assembly was functioning intermittently due to the noted contamination. The customer reported problem that the unit changed settings independently was not duplicated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Nav ring; front bezel assembly.